Event description:
The user facility reported that towards the end of a laparoscopic cholecystectomy procedure, as the sonosurg probe was being withdrawn from the patient, an approximately one-half inch long section of the probe tip broke off and fell into the patient's abdominal cavity. The tip was reportedly removed with a coagrasper, and the procedure was completed. There was no patient injury reported. Olympus followed up on this report, and was informed that the device fragment was not sharp.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the distal tip of the sonosurg probe was detached. The exterior surface at the fracture junction was noted to exhibit peeling of the gold surfaces. The damage was consistent with the scissors contacting a hard surface while activated. While the exact cause of the user's experience cannot be conclusively determined at this time, user handling cannot be excluded as a contributory factor. The sonosurg scissors instruction manual states, "warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe." The instruction manual also states: "warning: do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result." The device has been forwarded to the original equipment manufacturer for further analysis. If further significant additional information is obtained, the report will be updated. This report is being submitted as MDR in an abundance of caution.